Manufacturer narrative:
The device was reported to be unavailable to be returned to the manufacturer for further investigation.

Event description:
It was reported that a big spill of adriamycin occurred during an infusion using a chemolock transfer device. It was reported that the spike dislodged from the bag. Once the device is spiked into the fluid bag and rotated on the line where the circle is below, the fluid starts leaking out. The reporter stated while trying to unclip the blue part to prime and administer the drug the spike completely came out of the IV. There was a reported 80 mls of adriamycin to spill. The healthcare provider was reported to be wearing full chemotherapy administration protective equipment. A small amount was reported to have spilled onto the healthcare provider's shoes. The healthcare provider was reported to have changed into clean shoes. The chemo spill was reportedly cleaned per protocol and a spill kit was used. The tubing was said to be replaced with the bag of chemotherapy then the tubing and bag were disposed of into a chemotherapy bin. The pharmacy prepared another bag of chemotherapy. There was no report of holes, cuts or tears noticed on the product. There was no report of patient harm. No additional information is available at this time.